Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in-clinic, episodes of undersensing were observed on the right atrial (ra) lead. The ra lead was suspected to be dislodged. The ra lead was successfully repositioned to resolve the event. The patient was stable.